Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for unexpected restart alarm. The customer's blood glucose level was reported to be 143mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor also, alarmed after battery change due to faulty component on the interface board. However, the insulin pump was received with operating currents within specifications and passed self-test, rewind, basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window.